Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros ipth quality control results were obtained following multiple vitros ipth calibrations on a vitros 5600 integrated system. The customer did not handle the calibrator fluids as per the vitros ipth reagent instructions for use which states that opened and reconstituted calibrator fluids are only stable for 1 day at refrigerated temperature. Expected performance was obtained following the ocd recommended calibrator fluid handling. The root cause of the event is user error due to improper calibrator fluid handling. There was no evidence that an instrument or reagent related issue contributed to the event.

Event description:
A customer observed, non-reproducible, higher than expected vitros ipth quality control results on a vitros 5600 integrated system. The following results were obtained: cal ID (B)(4): qc fluid biorad 2 = 270.7 vs. 200.0 pg/ml; qc fluid biorad 3= 830.5 vs. 607.3 pg/ml; cal ID (B)(4): qc fluid biorad 2 = 260.9 vs. 200.0 pg/ml; cal ID (B)(4): qc fluid biorad 2 = 285.6 vs. 200.0 pg/ml; qc fluid biorad 3= 885.8 vs. 607.3 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros ipth during the time frame of the event. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).